Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a sharps container. Customer reports that devices were cracked. This has been occurring over time and customer has been gathering them as they arrive (damage out of box) until they had a complete case. No patient was involved. The device will be returned for evaluation. The outer box/corrugate was not damaged. The cracked containers were noticed upon inspection out of the box. Not all the containers in the box were cracked. The boxes are shipped out as cases. The customer picks up at the warehouse. The containers are cracked on the bottom. The lot number was unknown. On (B)(6) 2016, it was discovered that container with lot 168913 was cracked.